Event description:
Pt's IV pump beeping off "distal occlusion." Blood had backflowed into the line, so y-connector removed. After y-connector removed, good blood return noted from catheter, with no signs of infiltration. IV flushed with 1ml syringe and 10ml syringe without incident. Tape taken down to redress IV, and catheter came out. When catheter out, catheter tip noted to be shorter than a normal 22g IV catheter. IV site palpated to check for any retained catheter fragments. Md notified and in to see pt. Ultrasound performed on left antecubital space negative for foreign body.====================== health professional's impression======================device catheter tip fracture